Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom of burnt component was confirmed through eval. Fluid intrusion was found on wireless module flex causing failed components with an appearance leading to the reported symptom. The device was removed from service as it was rendered irreparable.

Event description:
It was reported a wireless module for a spectrum pump had a burnt component. It was also reported, there was not pt injury.